Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed on the device and the lead. Patient was asymptomatic. Upon device interrogation, no anomalies were observed in ventricular measurements. Programming changes were recommended. Patient was stable and will continue to be monitored. No further information available.